Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, the value of scvo2 was under 10 when using this om2 cable. Considering the patient¿s condition, it was guessed that the value was abnormal. It is unknown if an error message was observed. When the abnormal value was displayed, the customer performed recalibration. The issue did not improve, so the customer stopped using the devices. There was no report of inappropriate treatment resulting from the suspect value. There was no patient injury reported.

Manufacturer narrative:
Examination of the returned device was unable to replicate the customer¿s experience. Both in-vitro and in-vivo calibrations were performed. The scvo2 was monitored for over 30 minutes. The tests concluded with no functional faults found. There was no physical damage found in the visual inspection. The cable will be returned to the customer. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Central venous oxygen saturation readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.